Event description:
Medtronic received information that this silicone oxygenerator exhibited a liquid to gas leak while priming the unit. The perfusionist suspected a membrane leak. The product was changed out prior to use, with no patient involvement.

Manufacturer narrative:
Analysis: visual examination of the returned device noted no signs of physical damage. Examination did identify the presence of moisture in the gas port. Pressure tests were then performed on the device, which resulted in additional fluid exiting the gas port. The device was then dissected, which confirmed the presence of moisture inside the envelope near the center roll. Attempts were then made to identify and isolate the leak path. The leak path, however, could not be identified, and the root cause of moisture entering the envelope could not be determined. Medtronic has received similar reports of membrane leaks with this model silicone oxygenator. Investigation of those reports has identified possible causes for the leaks, which are currently being addressed by manufacturing. Specifically, steps have been taken in manufacturing to reduce assembly variability, and packaging improvements are being assessed in efforts to reduce damage that may occur during shipment. Medtronic continues to monitor field performance to detect similar events, should they occur. Conclusion: reduced device performance occurred and was related to the event. Clinical observation made while priming of the unit, prior to use, with no patient involvement.